Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level in the 400s (mg/dl) that was addressed with a correction bolus. It was reported that the customer would consult with a health care provider to obtain alternate insulin therapy. During a follow up call with the customer on 12/03/2016, the customer stated that they had been unable to obtain alternate insulin therapy. Tandem technical support notified the customer that a replacement pump had been delivered to their address. Customer stated that they would retrieve the replacement pump, and would call back if further assistance is required.